Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Patient's daughter informed dexcom on (B)(6) 2016 that the patient passed away on (B)(6) 2016. The date of death is approximate. The cause of death is unknown. A certificate of death was not provided. It was unknown if the patient was wearing the continuous glucose monitor (cgm) at the time of death. There was no alleged device malfunction. Additional event or patient information is not available.